Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported by the clinic, that the following event was reported to the (B)(6) : "patient implanted with total hip prosthesis at the (B)(6) on (B)(6), 2003. On (B)(6), 2014, sudden pain in the right hip without trauma. The fall, x-ray performed at the ares clinic revealed a fracture of the femoral stem."

Manufacturer narrative:
An event regarding fracture involving a kerboull stem was reported. The event was not confirmed. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. Further information such as x-rays and operative notes as well as patient history and medical records are needed to complete the investigation for determining root cause.

Event description:
It was reported by the clinic, that the following event was reported to the (B)(6): "patient implanted with total hip prosthesis at the (B)(6) on (B)(6) 2003. On (B)(6) 2014, sudden pain in the right hip without trauma. The fall, x-ray performed at the (B)(6) clinic revealed a fracture of the femoral stem."